Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 9 years (106 months) due to severe aortic valve prosthesis stenosis. Per the operative report: "...the patient had intraoperative tee performed showing preoperative ejection fraction of about 15%... The [old] prosthesis was eventually to be removed. ...the valve was sized at a 23 mm bovine pericardial magna ease thermafix valve, which was prepared appropriately. ...temporary epicardial pacemaker wires were placed ... We weaned successfully from cardiopulmonary bypass and [the patient] tolerated it well." Unfortunately, no findings on the valve were documented.

Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis. Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be investigated. Structural valve deterioration is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. In this case, there is insufficient information to conclusively determine the root cause for the reported stenosis. No further actions are possible with the available information.

Manufacturer narrative:
Heavy calcification was observed in the cusp areas of leaflets 1 and 3, moderate to heavy calcification was observed in the cusp area of leaflet 2. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice. Host tissue was heavy at the stent inflow and minimal to moderate at the stent outflow. Commissure 1 wireform was exposed on the outflow aspect. The x-ray demonstrated calcification, no visible damage to wireform. The explanted device was returned to edwards for analysis, which confirmed the original report of stenosis. Heavy calcification was demonstrated on the prosthetic valve, causing the patient's stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve¿s hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards¿ tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.